Event description:
The physician used a programmer feature enabling to reduce a flutter during a follow-up. Whereas the duration of the pacing salve, occuring in the frame of this feature, was shorter than the programmed value.

Manufacturer narrative:
(B) (4). Conclusion: the report event resulted from an anomaly in the programmer software. It will be corrected in the next version of smartview (B) (4).